Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server, ran the server downtime query, and confirmed no disconnected flags or pending messages. The tss checked health sight viewer (hsv) and found no delays in pharmacy orders. The customer was contacted and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server new orders were not crossing over to the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.